Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized for a gastro issue, but that her blood glucose kept rising until she was moved to the ICU to treat her hyperglycemia. The patient's blood glucose at the time of incident was 281 mg/dl, but has since increased to 353 mg/dl. The customer experienced dry mouth due to her hyperglycemia. The patient treated via manual insulin injections. Troubleshooting was declined; the customer will call back in order to troubleshoot. No products were returned or replaced.